Manufacturer narrative:
Olympus contacted the user facility to obtain additional information regarding this report. The user facility reported that the loss of image was detected toward the beginning of the procedure. The subject device was evaluated post procedure and the reported phenomenon was not duplicated. The user facility reported that the device was forwarded to a third party vendor for repair. The device referenced in this report was not returned to olympus for evaluation. The cause of the reported phenomenon could not be conclusively determined at this time. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, the users experienced a complete loss of image. The patient was transferred to another room where the procedure was completed. There was no patient injury reported.